Event description:
It was reported that an interlink, straight type, blood set had leaked. This occurred during an infusion of a stem cell product, for transplant. The leak originated at the welded seam of the filter portion of the set and 1-2 ml of blood leaked from the set. There was patient involvement, however there was no report of adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one (1) used and nine (9) companion samples were received for evaluation. Visual inspection did not identify any obvious cuts, holes or slices in any of the used or companion sets. During functional testing (priming) a leak was detected in the used sample in the heat seal area near the bottom of the fenwal coupler/ spike (non-baxter product). Closer visual inspection under a microscope identified a void in the heat seal in that same area as the leak. No leaks were detected in any of the companion samples during functional testing. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.